Event description:
It was reported that the patient was receiving medical radiation therapy. When a magnet was placed over the device, alert tones were emitted. Upon interrogation, an electrical reset occurred on the device. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. The analysis revealed that there was one por (power on reset) for write to locked ram, addr equal to1497, data equal to f4 on (B)(4)-2012 10:57:13. There was also one patient alert for por on (B)(4)-2012 10:57:13.